Event description:
A customer observed a falsely elevated vitros tsh result on three separate samples obtained from one pt and tested on a vitros eciq analyzer. The results were reported. The pt's physician questioned the first result and a new sample was drawn and assayed (x2) and the new samples confirmed the original result. The third sample was sent for analysis on an alternate method for tsh and normal and expected results were obtained. The first sample was assayed in early 2009, the second the next day, and the third date is unk, but was in the same month. There was no allegation of pt harm or changes in treatment based on the initial result. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into this event has determined that the most likely root cause is an unk interferant in the pt samples, however, the investigation is ongoing. No analyzer malfunction was identified, and quality control results were within acceptable ranges during the events indicating that assay performance is not likely to be an issue. Add'l assay performance testing was done and confirmed assay performance was acceptable. There was no allegation of pt harm as a result of this event.